Event description:
A customer reported during a phacoemulsification procedure, the surgeon observed a fragment, which seemed to be made of plastic, irregular, transparent, circulating in the anterior chamber of a pt's right eye. The fragment was removed with forceps through an enlarged incision. Sutures were required. The prognosis for the pt is reported as "good".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).